Manufacturer narrative:
An event of aortic insufficiency was reported. Morphological and histopathological examination found leaflet 1 was torn, and leaflets 2 and 3 contained partial thickness tears. All three leaflets contained a thin layer of fibrin with histiocytes on their inflow and outflow surfaces. There was a thin layer of fibrous pannus on the inflow surface of leaflet 1. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the aortic insufficiency remains unknown; however, it is consistent with torn leaflets and fibrin and pannus formation on the leaflet tissue.

Event description:
A 23 mm trifecta gt valve was implanted. On (B)(6) 2018, the valve was explanted due to aortic insufficiency and replaced with a 23 mm magna ease valve (sn: unknown). The patient is reported to be stable and was discharged. The weight of the patient is not available.